Manufacturer narrative:
Correction: patient identifier provided. The gpio enclosure was returned to the manufacturer for analysis. Left and right trackers were found to both be functional as were remaining features. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment on 10 february 2017. The representative reported that they could confirm the reported issue. The issue was resolved via replacement of the gpio board for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect gpio board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while setting up equipment for a spinal fusion, the navigation system camera was unable to locate the left trackers on the imaging system. Restarting the system did not resolve the reported issue. Fiducials were placed on the patient and registration was performed that way. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.